Event description:
A malfunction was reported involving the tandem pump, identified by a malfunction code. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy. Tandem technical support arranged for a replacement pump, confirmed shipment details, and instructed the customer to store the malfunctioning pump appropriately before returning it within ten days using a pre-paid label.